Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5 and h6. Corrected fields: b5, h6. Updated fields: h2.

Event description:
There was also frosted material found in the air/water cylinder.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water channel. There was no patient involvement.